Manufacturer narrative:
On (B)(6) 2025, additional albumin patient results from the cobas c 503 analytical unit. Were provided by the customer. The initial result was 0.367 g/dl with a data flag. The repeat result was 37 g/dl.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found traces of gel on the sample probe. It was found that the customer is using the incorrect centrifuge speed for patient samples. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable albumin results for 2 patient samples on a cobas c 503 analytical unit. On (B)(6) 2025, sample 1 had an initial albumin result of 3.22 g/l. The repeat result was 38.9 g/l. On (B)(6) 2025, sample 2 had an initial albumin result of 1.840 g/l. The repeat result was 25.6 g/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer performed a hardware check successfully. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2025, additional albumin, total bilirubin, and creatinine patient results were provided by the customer. The reagent information for total bilirubin and creatinine was not provided. Sample 4 had an initial albumin result of 1.910 g/dl. The repeat result was 37.2 g/dl sample 5 had an initial bilirubin result of 0.685. The repeat result was 5.4 the units of measurement were not provided. Sample 6 had an initial creatinine result of 0.571. The repeat result was 69.7. The units of measurement were not provided.